Event description:
During surgery the tip of screwdriver break off and remain stuck in the screw interface. When the plate need to be removed later it will be difficult due to the fact that the screw interface is blocked by the broken tip of screwdriver.

Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that screwdriver blade, t7 was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion. The device inspection revealed the following: the tip of the returned screwdriver blade is indeed completely broken off during screw insertion. Close up of the fracture surface revealed that some cracks are clearly evident, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). The root cause of the failure was repeated powerful dynamically overload during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During surgery the tip of screwdriver break off and remain stuck in the screw interface. When the plate need to be removed later it will be difficult due to the fact that the screw interface is blocked by the broken tip of screwdriver.